Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 3.821 mg/day) and bupivacaine (10 mg/ml at 3.821 mg/day) via an implantable infusion pump. The indications for use were noted to be chronic low back pain and spinal pain. It was reported that a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI. A stopped pump may exceed tube set message was seen. The caller stated she would check the pump logs to see if a recovery had occurred. The event date was unknown. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on (B)(6) 2018. It was reported that the patient was seen in the office on (B)(6) 2018 and the pump was still functioning. They decreased the dose by 10%. The patient will return for a follow up appointment on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on (B)(6) 2018. It was reported that the first motor stall was seen on the pump logs recovering on (B)(6) 2018. The stall date was not seen on the logs. The following stalls and recoveries were seen on the logs as well: stall on (B)(6) 2018 at 13:59, recovered on (B)(6) 2018 at 07:36. Stall on (B)(6) 2018 at 05:44, recovered on (B)(6) 2018 at 21:35. Stall on (B)(6) 2018 at 08:33, recovered on (B)(6) 2018 at 21:56. Stall on (B)(6) 2018 at 20:14, recovered on (B)(6) 2018 at 03:23. Stall on (B)(6) 2018at 12:47, tube set message seen on (B)(6) 2018 at 12:47, recovered on (B)(6) 2018 at 12:22. The doctor wasn't sure what was happening, but they were investigating it. It was noted the patient possibly needed a pump replacement. Further on it was noted they were doing a rapid taper on the pump, and they would probably not be replacing the pump. Additional information from a representative received on (B)(6) 2018 indicated that there were plans to replace the pump (note that there are three contradicting statements about pump replacement). No further complications were reported.